Event description:
It was reported that during an implant attempt the lead dislodged twice and was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and analysis results revealed no anomalies found. It was also noted that blood was present on the helix mechanism.